Event description:
Caller reported experiencing elevated blood glucose level of 285 mg/dl at 2 pm; took correction of 4 units of insulin via pump. Caller stated at 3:08 pm the blood glucose level was 281 mg/dl. Caller alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.